Event description:
An olympus representative reported to olympus on behalf of the customer that an injury transected the duct. The device used was an evis exera iii duodenovideoscope. The procedure remains unknown at this time. Additional information has been requested, but no further information has been received.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00198.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). Additionally, to provide correction to the initial (e1 name/email, e2, and e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the subject device was not sent back for evaluation, a specific root cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. This report has been submitted by the importer under this MDR report number 2429304 - 2023 - 00198.

Event description:
Additional information was received from the customer. During an endoscopic retrograde cholangiopancreatography (ercp) for biliary stricture, a metal third-party viable stent would not come out of the channel of the scope. After manipulation of position and moving the elevator several times, the stent finally exited the scope. The edge of the stent was dislodged from the pusher and transected the common bile duct. A wall flex gully covered metal stent was then exchanged; however, the wall flex stent would not exit the scope. The procedure should have been finished within two minutes; however, the issue with the stent exiting the scope caused the procedure to extend for four hours. An endoscopic ultrasound-guided rendevouz was attempted but the operator was unable to gain access so interventional radiology was contacted to get percutaneous access. The procedure was completed after the percutaneous guided rendevouz. The patient further underwent choledocojejunostomy for the bile duct injury. There were no other devices connected to the subject device when the failure occurred. The patient is currently alive.